Event description:
Increased rv (right ventricular) impedance variability seen (serial number: (B)(6) telectronics endocardial lead). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).